Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.

Event description:
It was reported that a pump was alarming for system error 322. There was no pt involvement.